Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead developed an infection. Subsequently, the lead was explanted. No additional adverse patient effects were reported. The lead is not anticipated to be returned.